Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose levels of 45 mg/dl. The customer states he woke up with low blood glucose level and has been experiencing them for two days. The customer had did not have any symptoms. The customer was treated for the low blood glucose with food. Customer's blood glucose level was 275 mgdl at the time of the call. The customer was assisted with troubleshooting and was advised to monitor the pump. Customer stated that the drive support cap was normal. . The customer states on (B)(6) 2017 he was low because he stacked insulin. The product was not returned for analysis.